Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that three blades broke where it fits into the handpiece. It was also reported that the procedure was completed successfully. No further information was provided. This report is for the third blade that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that three blades broke where it fits into the handpiece. It was also reported that the procedure was completed successfully. No further information was provided. This report is for the third blade that broke.